Manufacturer narrative:
The failure investigation has been completed and the alleged data log issue was verified. Based on the analysis, the alleged elevated blood glucose issue and the unexpected shutdown issue could not be verified.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose (bg) level was "high"; cause was unknown. Customer administered a manual injection to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.